Manufacturer narrative:
B3: date of event and d4: UDI number is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr, 803.56, when additional reportable information becomes available.

Event description:
It was reported, that the temperature was fluctuation "all over". Patient involvement unknown.

Event description:
Additional information received via email. Event date was updated from unknown to date reported (B)(6) 2023. Event occurred during preventive maintenance prior to patient use. There was no patient harm.

Manufacturer narrative:
Device available for evaluation; h3. Device evaluated by manufacturer and h6. Health effects; updated.

Manufacturer narrative:
Email is: (B)(6). One device was received. Per visual inspection, missing rubber feet and cap-water tank. Per functional testing, turned on the power and the temperature was fluctuating. The complaint was confirmed. The root cause was a faulty printed circuit board (pcb). It was unknown what caused it to become faulty. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced the pcb, rubber feet, cap-water tank, reservoir, gasket, and o-rings. Performed calibration. The device passed all functional and delivery tests.